Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative found that there was no power for imaging. They replaced the x-ray batteries for rapid draining while using the system. The new batteries would then not charge. They installed new charger boards with wiring harnesses, replaced a connector wire that was loose. They further determined that the mobile view station (mvs) power board, connector cable, and power factor controller (pfc) board needed to be replaced to provide power to the charger boards. The parts were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspected motor battery charger, battery charger 2, power charger board system control, power software board, battery connector, charger connector, battery charger 1, power charger board mobile view station (mvs) power board, power factor controller (pfc) board, panel assembly, standalone and xrelay, and mobile view station (mvs) interface were returned for analysis. However, results are not yet available.

Event description:
Medtronic received information regarding an imaging device. It was reported that the imaging system was unable to take fluoroscopic exams during physicist testing with a dose probe. The system worked the first time but was not working the second time using the hand switch. An attempt was performed again using the footswitch and it was still not working. The system made an attenuated first beep and then was not taking any scans. There was difficulty taking fluoroscopic images. No complications were reported/anticipated.

Manufacturer narrative:
The rear breakout panel and the standalone board with relay were returned unused indicating that the components were not replaced. The analysis of the system control board was completed by medtronic personnel. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The analysis of the battery charger 1 was completed by medtronic personnel. Testing found that there were electrical overstressed components on the unit.

Manufacturer narrative:
The switching board was returned to the manufacturer for analysis. Analysis found that the returned hardware functioned as expected. The power switching board was returned to the manufacturer for analysis. Analysis found that f9 was open on arrival and f12 installed with incorrect fuse. Analysis found that the reported event was related to a electrical issue. The mobile view station (mvs) interface cable was returned to the manufacturer for analysis. Analysis found that the returned hardware functioned as expected. The pfc board was returned to the manufacturer for analysis. Analysis found that failed visual inspection. Power resister is electrically over stressed. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
Correction: adding proper codes.

Manufacturer narrative:
Battery charger 2 for the imaging system was returned to the manufacturer for evaluation. Testing found visual evidence of electrical overstress. Testing found that the unit functioned as designed. The battery connector for the charger was returned to the manufacturer for evaluation. Visual evidence of electrical overstress was noted on one pin. A second battery connector for the charger was returned to the manufacturer for evaluation. Visual evidence of electrical overstress was noted on one pin. The motor battery charger for the imaging system was returned to the manufacturer for evaluation. Testing found that the board had an open on one channel of the output.